Manufacturer narrative:
The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the no image condition was due to handling of the user as the cable unit broke down and could not communicate with the processor and the camera head. As stated on the IFU and as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The customer was shipped a replacement device via advance replacement program. The subject device was returned to the service center but the evaluation is in progress. The device's service history was reviewed; the device was purchased on september 16, 2018 with no previous repair records. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the 4k camera head had no picture when hooked up to the tower. No patient injury or harm was reported.